Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an over delivering insulin. The insulin pump did mis calculation of the bolus and resulted in low blood glucose value of 1.9 mmol/l. Customer treated with food and glucose tablets. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.